Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. Therefore, the exact cause of the reported event cannot be determined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the product experience reporting database could not be performed as the event description is too vague.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that "the pt alleges unk injuries arising out of an unk orthopedic product".